Event description:
It was reported that the pt underwent a transforaminal lumbar interbody fusion at l4-s1 with rods, screws and vertebral body replacements. Seven months post-op, the pt underwent a revision surgery to replace hardware that was squeaking. The pt underwent another revision surgery 4 days later because the squeaking still persisted. During this surgery, it was discovered that the s1 screw on the pt's left side had broken. Screws were placed at l4 and l5 on the left side and at l4 thru s1 on the right. See medwatch # 1030489-2010-01315.

Manufacturer narrative:
(B)(4): the implant was returned for eval. Macroscopic exam confirms the bone screw is broken; microscopic exam of the fracture surface revealed severe damage, with some indication of overload. Due to the extent of the damage, no additional info can be accurately determined. A review of the device history records did not identify any applicable nonconformance to specification.